Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient¿s ipg has been inoperable for a couple of years. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient experienced increase in recharge frequency and the ipg eventually stopped holding charge. Surgical intervention took place on 27jul2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post op.